Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is not dislodged but displaced from the balloon by about 212 mm in proximal direction on the distal shaft. Stent imprints are visible in the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent is deformed at both ends. The balloon has been inflated and was returned in a partly deflated state. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises to exercise care during advancement through the rotating hemostatic valve adapter and the guiding catheter hub.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment. The stent catheter was being introduced and dislodged at the hub of the sheath, right at the exterior point of the sheath. It was noticed that struts were flared.